Event description:
A malfunction on the pump was reported, but no notable events had occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the malfunction code on the pump, which did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reoccurred.